Manufacturer narrative:
Updated feilds: b4, g3, g6, h2, h3, h6, (type of investigation, investigation findings, investigation conclusions), h11 getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse tested and could not duplicate failure, checked all connectors and found not damage. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a

Event description:
It was reported during routine check that cardiosave iabp (intra -aortic ballon pump) port was faulty. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, g1(contact person ¿ mfg site), g3, g6, h2, h6 (health effect ¿ clinical code,health effect ¿ impact codes).

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6) hospital). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that cardiosave iabp (intra -aortic ballon pump) port was faulty.